Event description:
A vaxcel mini port was being placed in 2005. Immediately after placing the port, it was noticed the catheter length was too long. The physician attempted to remove the catheter from the locking collar to adjust the length. However, the catheter could not be removed from the locking collar. A second catheter needed to be retunneled in the pt (the physician did not need to create a new port pocket). The product was not able to be returned for evaluation (it was discarded by the hosp).